Manufacturer narrative:
Philips has investigated this complaint. During a non-emergent scheduled procedure, while moving the monitor ceiling suspension (mcs) of the allura system, a cable hose carrier fell and scratched a nurse's nose. The injury to the nurse was considered to be minor, and there was no impact to the patient procedure. A philips field service engineer (fse) examined the system on-site and replaced the defective cable hose carrier. The investigation identified that a screw for the cable hose bracket had come loose causing it to drop. The cause for the loosening of the screw could not be conclusively confirmed. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was confirmed that the injury to the nurse did not meet the criteria for a serious injury. The cable hose bracket dropping is not likely to cause or contribute to death or serious injury if it were to recur due to the lightweight construction of the hose. Based on re-evaluation, this case has been determined as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the cable hose bracket fell and scratched a nurse¿s nose. The system was in clinical use at the time of the reported event and the procedure was completed as planned. There was no reported patient harm. Philips has started an investigation of this complaint.